Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date: unknown. Implant date - about 3 years ago (exact date unknown). This report filed on (B)(6), 2011.

Event description:
It was reported that patient underwent primary hip procedure about 3 years ago. Patient underwent revision surgery on approximately (B)(6), 2011 due to pseudo tumor. No further complications have been reported.